Manufacturer narrative:
Additional information: b5, d4, h6. Plant investigation: nonconformity observed during the manufacturing process is not related to this complaint. No other complaints have been reported about this batch number. The complaint sample was not received. The priming set was changed (dehp-free priming bag) in (B)(6) 2024 which involved increasing the capacity of the priming bag from 1300 ml to 1500 ml. The cause was traced to unintended user error.

Event description:
A country complaint administrator (cca) received customer feedback regarding a design change in the xlung kit 230 waste liquid bag, where the distance between the inlet and outlet tubes have been reduced compared to the previous design. Customer feedback stated air exhaustion difficulties that occurred under the clinical standard operation and even air bubbles re-entering the pump head have been observed, posing risks to clinical treatment and potentially damaging the pump head. There was no patient involvement. The complaint sample was discarded onsite and unavailable for product investigation. The cca initially reported three cases; however, it was determined only two cases follow the same error pattern.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A country complaint administrator (cca) received customer feedback regarding a design change in the xlung kit 230 waste liquid bag, where the distance between the inlet and outlet tubes have been reduced compared to the previous design. Customer feedback stated air exhaustion difficulties that occurred under the clinical standard operation and even air bubbles re-entering the pump head have been observed, posing risks to clinical treatment and potentially damaging the pump head. Until now, the cca received three similar cases concerning different batch numbers and different hospitals. The cca reported that this complaint was the first case.